Event description:
It was reported that a large hematoma was observed at the device pocket on this cardiac resynchronization therapy defibrillator (crt-d). Additionally, the patient has a mechanical valve and on blood thinners which contributed to the hematoma. This device was surgically revised and remains in service. No additional adverse patient effects were reported.